Event description:
A call was placed to technical services on 3/24/11. Caller said that patient had a known rv lead issue. Caller noted that rv impedance issue started (B)(6) at last device replacement in 2005 and she had been watching it since then. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).